Event description:
Event description cpi received information that this bipolar lead was removed due to dislodgement. During the replacement procedure of an implantable cardioverter defibrillator (ICD) this lead was implanted but before the procedure was complete it became dislodged, the physician elected to remove the lead. Attempted implant-09/11/96. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.